Event description:
Pt reported that, while hospitalized for treatment of anemia and (unspecified renal) dysfunction, a blood glucose test was performed, using the suspect device, with a result of 288 mg/dl. Pt reported that blood glucose was immediately retested, on a hosp blood glucose monitor, with a result of 142 mg/dl. Pt indicated that no action was taken based on either result. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.